Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Physician completed the procedure using endoscopy. No reported injury. Customer did not provide any further pt or procedural information, other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated customer report that were unable to get the generator console to power up, and found a defective generator console. When trying to turn on the console as soon as you release the power switch the console shuts down, the lcd display never powers on. Fse replaced the console and configured settings verifying proper operation according to service checklist. Unit was returned to full service. On (B)(6) 2015 mfg reports the cause due to a failing mother board.